Event description:
It was reported that the patient was having trouble with therapy as the stimulation target area has shifted below the patients pain area. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by medical facility.